Event description:
Note that a (B)(4) was received by edwards on (B)(4) 2013 from the FDA, regarding this event.

Event description:
It was reported to sales from surgeon that an edwards bioprosthetic aortic heart valve was explanted at implant. Once the patient was off cpb, they took a look at the echo and saw some leaking. Surgeon felt the need to explant the valve and replace with another 23mm edwards bioprosthetic aortic heart valve. Operative report states: "the [native] valve was excised and the annulus debrided of calcium...a #23 edward~ pericardial valve was sewn in place. It appeared to be well seated... We came off cardiopulmonary bypass with adequate hemodynamics. The cannulas were removed, intraoperative transesophageal echo was difficult to evaluate the function of the valve prosthesis; therefore, dr. S from cardiology came in and we found there was no evidence of any perivalvular leak, but there was central aortic insufficiency which I thought at least was moderate and not acceptable... The aortotomy was reopened and we found that the aortic valve prosthesis was well seated, but it appeared to be almost prolapse of one of the leaflets of the prosthesis and central lack of coaptation... The valve was excised and then utilizing a second #23 edwards pericardial valve, this was sewn in place... Intraoperative transesophageal echo was performed which showed that there was normal function of the valve prosthesis without any central leak as opposed to the first prosthesis which showed moderate to severe central insufficiency."

Manufacturer narrative:
Device evaluation summary: as received, the explanted valve's leaflet coaptation in air skews toward commissure 2. There is notable damage to the cloth and sewing ring that presumably occurred during implant or explant. This damage to the cloth and sewing ring may influence the functionality of the valve during testing. The distance between commissures was measured to verify symmetry. Measurements reveal that commissure 2 has been slightly distorted away from the center of coaptation approximately 1 mm. This distortion appears to be related to the skew in coaptation gap, which would not pass edwards manufacturing inspection. X-ray imaging, reveals that the wireform and stiffener band are intact but somewhat non-circular. The stiffener band has a slight bend near commissure 1. Functional testing: the device was then functionally tested in a pulse duplicator under normal physiological conditions; edwards¿ standardized in vitro testing showed that the valve had a 10.3% total regurgitant fraction (trf) as received, which is slightly higher than (B)(4) allowance for this size of valve. However, after sealing the valve, the trf reduced to 3.1%, which is more than three times lower than the (B)(4) allowance per (B)(4) for this size of valve. These results demonstrate that the majority of regurgitation measured appears to be through a non-central origin. The valve as received appears to be noticeably deformed. It is unclear if the deformation occurred during the explantation or implantation of the valve. Considering the conditions of the valve as received, it is possible that some discrepancies may exist between the trf obtained from in vitro testing and that obtained from the intraoperative echocardiography. This valve was reported as explanted at implant due to central aortic insufficiency on echo, without any perivalvular leak. The results of the performed functional testing demonstrate that the majority of regurgitation measured appears to be through a non-central origin. Non-central leak through the sewing ring and stent subassembly areas is typical for this type of bioprosthesis initially at implant, and should be reduced to a negligible level shortly after the reversal of heparin with protamine. No echocardiography recording was provided, thus the reported ¿central aortic insufficiency¿ cannot be confirmed the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.

Manufacturer narrative:
The explanted device has been returned to edwards however device evaluation is still pending. Device evaluation results will be reported once available.